Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer states their blood glucose level is fluctuating. The customer's blood glucose level was 419mg/dl, and their sensor reading was 307mg/dl. The difference was found to not be within the acceptable range. Troubleshoot was conducted, and the customer was advised to monitor the device and call back if issues with sensor and blood glucose readings persist.